Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an in-clinic follow-up. Upon interrogation, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the right ventricular lead channel. Corrective programming changes were made on (B)(6) 2021. The patient did not experience any adverse consequences.